Event description:
Customer reported he has had several issues with his insulin pump. He stated there was a low blood glucose even that caused an auto accident. He was driving. Customer cannot remember the exact date, but it occurred in (B)(6) 2014. He is not sure what his blood glucose was at the time of the accident, but it was low. Customer stated his blood glucose has been 26 mg/dl in the past. Customer was taken to the emergency room and treated with an IV with glucose. Customer reported there was another instance on (B)(6), 2014 where customer's blood glucose was 35 mg/dl. Paramedics were called and customer was treated with a glucose IV at home. Customer stated he has been working with his doctor about his low blood glucose. In the past week, customer has had two lows in the 40s. Customer stated he is no longer using the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).